Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: channel tube had foreign objects and there was a stain on the inside of the light guide lens. Based on the results of the investigation, a definitive root cause of the foreign material remaining in the device could not be determined. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer identified the foreign material as histacryl and lipiodol. There was no delay to pre-cleaning. The customer stated there were no abnormalities in the accessories used for reprocessing. The instrument channel was wiped/brushed with clean lint-free cloths, brushes, or sponges. The scope was immersed in detergent solution. There were no other concerns with reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope presented residual glue on biopsy channel and scope's body. The event was found during inspection before use. There were no reports of patient involvement.